Event description:
The customer reported that during an infusion of 10% dextrose, they noticed that the rate was 47.2ml/h instead of the intended rate of 7.ml/h. The report suggests that the pt's blood sugar level was checked twice prior to the issue being identified and was recorded to the 16.2mmol and 17mmol. No additional info provided.

Manufacturer narrative:
MFR's report date: 02/04/2014. Internal file no.: (B)(4). The ivac 572 pump does not contain an event log facility, therefore, it is not possible to correlate any previous infusion issues; however, when the pump was powered on it displayed the previous settings of; rate = 47.2ml/h, vtbi (volume to be infused) = 0576ml and vi (volume infused) = 54.7ml. It is not possible to confirm if the rate was incorrectly set to 47.2ml/h at the start of the infusion or if it was changed from 7.2ml/h to 47.2ml/h during the infusion; however, to change the rate during an infusion requires the infusion to be stopped, the "rate" key to be selected, the rate incremented and the infusion restarted. This investigation has not confirmed or reproduced the reported issue and the testing undertaken found the pump to be infused within specification and with no observed anomalies.